Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurately low readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013, at 7:30am. The patient reported obtaining a reading of ¿113mg/dl on the lfs meter compared to ¿290mg/dl¿ on a onetouch ultramini meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported using insulin pump therapy to manage her diabetes. The patient reported on (B)(6) 2013, in the morning, she administered her usual dose of insulin delivered by pump. The patient reported 45 minutes later she developed symptoms of ¿blurry vision.¿ the patient denied receiving any medication intervention in response to her alleged symptoms. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The patient¿s test strips and test strips vial were in good condition. However, a control solution test was not run due to the patient not having any control solution at the time of the call. The patient was found to be using an approved sample site to obtain the sample. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims the meter was reading inaccurately low, she took her usual dose of medication instead of an increased dose and developed symptoms suggestive of hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.